Event description:
It was reported that during a laparoscopic assisted total hysterectomy the electrode was lifted. No patient consequences. One device will be returning. Procedure was completed with same like product. Procedure was prolonged by 10 minutes.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received with the upper jaw bent, causing significant reduction to the gap between the electrode. The ptc was damaged at the distal end. However the electrode was found properly attached to the device and not broken as reported by the customer. During functional testing with the generator, sparks were noted and a replace device warning was received when the jaws were closed. The upper jaw was visually inspected, an imprint of the electrode was found on the ptc. When the jaws were closed, the gap reduction allowed arcing to develop resulting in sparking and in ptc material further deterioration; black residues on the electrode are caused by this ptc deterioration. The damage flattened the ptc which resulted in the upper jaw to be in contact with the electrode creating an electrical short and a replace light illuminated, preventing rf power delivery from the generator. Please note that these findings are unrelated with the event reported.